Event description:
Customer reported that pump screen shattered. There was no adverse impact to the customer's blood glucose level. Customer declined further inquiry or assistance, and no further action was required by technical support.